Manufacturer narrative:
The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. A review of the manufacturing records could not be performed as the lot number was not available. UDI number could not be obtained as the lot number for the device was not available. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: endoleak, reoperation.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2016, a patient underwent elective endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 12. The tevar indication was for pain. The primary entry tear was located in zone 3. A conformable gore® tag® thoracic endoprosthesis (tgu343420) was implanted in zone 3, with coverage extending within zone 5. Additionally a branch procedure involving the celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) was performed and right and left common iliac arteries. Post branch treatment patency of the branches was reported with no coverage of the left subclavian artery. At the time of the initial procedure, the maximum aortic diameter was not provided. Post-operative complications reported for the patient were respiratory problems that required reintubation; a bi-lateral ischemic cerebro stroke, spinal ischemia, right leg ischemia and the patient required dialysis post operatively. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown pod(s): 378. On an unknown date, approximately pod 10, follow up imaging was not reported. On an unknown date, approximately pod 19, follow up imaging was not reported. On an unknown date, approximately pod 342, the patient underwent and surgical branch treatment to repair a distal extension of the dissection and an additional stent graft was implanted to treat a proximal type I endoleak. It was not reported whether the endoleak was resolved. Further investigation is not possible as identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.